Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty transformer on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.